Event description:
It was reported that the patient has been experiencing an increase in seizures. The settings were increased however increase in seizures persisted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.